Event description:
It was reported that the blade packaging could not be opened in a sterile maner. It was further reported that the plastic peel pouch was deficient. No adverse consequences were reported.

Manufacturer narrative:
There were two packages associated with this complaint (i.e. Lot no. 06159017 and 06243017). It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.